Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, inflammation and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with unspecified product. Patient had another injection with unspecified product 2 months later. Patient was injected in the prejowl, lips, cheek, temple and periorbital. Prior to injection, the patient had been prepped with chlorhexidine. About 3 months after the injection, the patient noticed having developed some lumpiness at some of the injection sites. On the following month, the patient developed a severe illness which they were hospitalized. At that time, the patient developed more nodules. Patient was reviewed late into the following month and patient had pointed out 4 nodules. Patient was treated with prednisone. At the beginning of following month, the patient had severe swelling of the face and nodules. Patient then went to the hospital and was treated with cefazolin, keflex and prednisone. Patient had improvement after. Patient still has lumps remaining and it is expected for the patient to have another flair up. Symptoms were noted as swelling, nodule and inflammation. Patient concomitantly takes tamoxifen. This is the same event and the same patient reported under MDR ID #3005113652-2019-00229 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, the first injection with unspecified filler.